Manufacturer narrative:
The sample probe was off center. The customer replaced the probe and ran precision studies. The issue was resolved after this action. The investigation determined the probe replacement resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with trigl triglycerides on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a triglycerides value of 1.65 g/l. The sample was repeated twice, resulting in values of 3.39 g/l and 1.71 g/l. The triglycerides reagent lot number and expiration date were requested, but not provided.